Manufacturer narrative:
As the lead was not able to be returned, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial pacing lead exhibited noise. The pacing impedance was not able to be measured in the bipolar configuration. A kink was noted near the terminal pin, and a fracture was suspected. The lead was surgically abandoned during the routine device replacement procedure, and a new lead was implanted. No adverse patient effects were reported.